Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.